Event description:
Fluid replacement via femoral infusion set. However, fluid line was attached to the dilator of the set (which has a luer connector) rather than the dilator being removed and the fluid line attached to the cannula. This meant there was a very low flow of IV fluid to a very hypotensive pt for approx 10 mins until the error was noted and corrected. Pt died, however, customer does not feel that the incident with the femoral infusion line was the primary cause of death.

Manufacturer narrative:
(B)(4): no consequences to the pt from this malfunction were reported. (B)(4): improper connection is not labeled. No product has been returned to assist in this investigation. A review of complaint history, quality controls, specifications, and trends was done. Final inspection indicates that if sheath and dilator are received together in quality control, they must be sent throughout processing inserted together. There must be a smooth transition at sheaths distal end with dilator. If the sheath is ordered without the dilator, confirm open lumen with appropriate size checker. However, no label or tag with a misconnection warning nor instructions for use (IFU) is shipped with the device. Based on customer's statements of the event, user technique has been identified as the root cause. The appropriate internal personnel have been notified and we are continuing our monitoring of similar complaints.